Event description:
Same as MFR report#: 2134265-2008-04545. Event became reportable based on the device analysis completed on 10/30/08. It was reported that during a percutaneous coronary interventional (pci) procedure, advancement difficulties were encountered. The location of the lesion is unk. Upon attempting to insert pt2 guide wire through an avenue insertion tool, significant resistance was encountered and the insertion failed. The procedure was successfully completed with another of the same device. There were no pt injuries or complications. The pt's status was reported as "no problem". Device analysis revealed peeling coating.

Manufacturer narrative:
Visual examination of the returned guide wire revealed a kink on the distal end of the guide wire. Further visual inspection revealed a kink in the poly section, within the first 4 mm measuring from the distal tip. The wire showed a scratch that began at approx 85.5 cm and extended to approx 104.7 cm measuring from the distal end of the poly section. The wires passed the ptfe adhesion test performed along the entire length of the guide wire per procedure. The guide wire is within outer diameter (o.d.) And drawing o.d. Specification. The kink in the guide wire may have contributed to the scraped coating when the guide wire was being inserted. The device directions for use contain instructions to inspect the guide wire for any kinks or bends prior to use. It is recommended that guide wires be handled with caution during withdrawal from the packaging and during handling to avoid kinks or bends. A review of the mfg records for this batch shows that the device met its material, assembly and product specifications. The most probable root cause was attributed operational context due to the anatomical and or procedural factors encountered during the procedure.